Event description:
It was reported that the customer passed away a cardio pulmonary arrest. It was noted that poorly managed diabetes and a cardiac arrest lead up to the death. Sister stated that the customer was alone when she passed away. Customer was found face down on the bed cold. The insulin pump was requested to be returned; however, it was noted that the insulin pump was cremated. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.